Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Product not returned.

Event description:
It was reported by the user that there was too much bur movement for the device to be used safely. Too much bur movement could result in unintended cutting during a procedure. There was no significant delay, no medical intervention, and no adverse consequences reported with this event.

Manufacturer narrative:
Devices put back into circulation by customer.

Event description:
It was reported by the user that there was too much bur movement for the device to be used safely. Too much bur movement could result in unintended cutting during a procedure. There was no significant delay, no medical intervention, and no adverse consequences reported with this event.